Event description:
It was reported by the independent repair center that the unit is alarming/red light and the primary cause of the malfunction is due to the 4 way valve leaking. No patient injury reported, no additional information provided.